Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15090. It as reported that patient reported to a remote emergency room on (B)(6) 2021 with diaphragm stimulation from the atrial lead. Further investigation found that both the atrial and the right ventricular lead were failing to capture and sense. A prior transmission also showed an abrupt rise in capture thresholds on both leads. An x-ray revealed that the leads were dislodged due to twiddler's syndrome. Both leads were explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.